Event description:
During review of the pump's event history, baxter personnel discovered a colleague infusion pump had experienced a depleted battery alarm, which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is distributed for outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device is currently in the process of being evaluated at the facility. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery depleted alarm. The root cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to repair the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.06.00. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A follow up report will be submitted if additional information becomes available.